Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 10/1/2020. [Conclusion]: the healthcare professional reported that an acute ischemic stroke patient underwent a mechanical thrombectomy procedure using a 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) experienced a subarachnoid hemorrhage (sah) shortly after the procedure. The embotrap ii device is not available to be returned for investigation. On 01 october 2020, additional information was provided that indicated that excessive force had not been applied th the devices. No other information related to the event could be obtained. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. With the limited information provided, it is not possible to determine the root cause of the sah; however, patient, procedural, and pharmacological factors may have contributed with no evidence of a device malfunction or quality issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. E.1: the initial reporter phone: (B)(6) . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Date of event is not reported / known. The product lot number is not available / not reported. The expiration date of the device is not known. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. Hemorrhage is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. With the limited information provided, it is not possible to determine the root cause of the sah; however, patient, procedural, and pharmacological factors may have contributed with no evidence of a device malfunction or quality issue. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that an acute ischemic stroke patient underwent a mechanical thrombectomy procedure using a 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) experienced a subarachnoid hemorrhage (sah) shortly after the procedure. The embotrap ii device is not available to be returned for investigation.